Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d284drg, implantable defibrillator: (B)(6) 2011. 5076, implantable pacing lead: (B)(6)2011.

Event description:
It was reported that an alert triggered about five months ago on the right ventricular lead due to oversensing and noise. There have been no additional episodes in the last 3 months. The lead is still in use and the findings will be discussed with the physician. No patient complications have been reported as a result of this event.